Manufacturer narrative:
The device has not been received for evaluation. Lot number / serial number was not received to perform a device history record review. A failure analysis and determination of root cause is not possible due to a lack of information. The reported complaint is unconfirmed. Device identifier: (B)(4).between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(6), director of regulatory programs, office of product evaluation and quality and (B)(6), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that on (B)(6) 2019, the tip of the 3722071 dissector 3722071 crabtree large 90deg broke in a patient¿s middle ear while undergoing a left reinforcement tympanoplasty with ossiculoplasty procedure. A clinical nurse specialist reported that the patient was under anesthesia and the procedure was approach through the ear canal. The crabtree instrument had been used multiple times already to lift flap without issue. The end of the crabtree instrument snapped off inside the ear canal and was unable to be located. The device did not come out with the rest of instrument. The surgeon used an endoscope to try to locate using both 0 degree and 30 degree scopes but was unable to locate broken tip of instrument. The procedure was completed. The surgeon suspects device is in patient¿s mastoid region and may require follow up. X-rays were not taken due to the surgeon¿s decision to have no further action at this time. The surgeon confirmed that the material of the integra instrument is stainless steel. The patient will have a follow up at 12 months, if the surgeon decides that a scan is warranted, then it will be done. There was no patient injury reported by the surgeon.